Event description:
When the user of this vmax 22 first turned it on at the beginning of their work day, they saw smoke and immediately turned it off. There were no pts involved and no one was injured.